Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Performed visual inspection on returned meter and no issues were observed. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. No malfunction or product deficiency was identified. The reported test strips were not returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The precision pro meter was returned and found to have satisfactory control solution testing results. Therefore no further investigation activities are required for the precision pro meter. Dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the precision strips are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A complaint was receiving reporting a high readings issue with an adc hospital blood glucose meter. A blood glucose test was performed on a patient on (B)(6)2019 at 23:17, which showed a result of 27.8 mmol/l. Insulin was administered and a blood sample was collected for laboratory testing. The laboratory reported a result of 7.3 mmol/l "within 30 minutes". Unspecified "corrective treatment was applied" based on the laboratory result. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was receiving reporting a high readings issue with an adc hospital blood glucose meter. A blood glucose test was performed on a patient on (B)(6) 2019 at 23:17, which showed a result of 27.8 mmol/l. Insulin was administered and a blood sample was collected for laboratory testing. The laboratory reported a result of 7.3 mmol/l "within 30 minutes". Unspecified "corrective treatment was applied" based on the laboratory result. There was no report of death or permanent impairment associated with this event.